Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (44 mg/dl). Customer stabilized bg levels with a glucagon shot. Customer required assistance delivering the glucagon shot because the customer stated that "brain does not make sense" when bg levels are low.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed by cgm (continuous glucose monitor) in pump logs on (B)(6) 2017. There were four bolus requests made on (B)(6) 2017. Low bg levels were recorded less than two hours after the largest bolus request of the day at 6:36pm on (B)(6) 2017. There were no erratic basal rate adjustments. User may have miscalculated carbohydrate intake. Bg levels went low after bolus request. There is no indication that the insulin pump caused low bg levels.